Event description:
This is a report of a folfusor lv 5 ml/h r that overinfused fluorouracil 4800mg in 230ml sodium chloride 0.9% during patient use. The infusion was completed in 18 hours rather than the 46 hours that was expected. The patient was admitted to the hospital with chest pain reported to be radiating to the patients arms and breathlessness. Treatment was not reported. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). The batch review was performed and revealed that all of the acceptance criteria were met to release the lot. Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported condition of the "pump ran quicker than expected" was not confirmed. A functional flow rate test was conducted and the flow rate was found to be within the product's specification range. There were no abnormalities observed from the returned device. If additional relevant information is received, a supplemental medwatch will be filed.